Event description:
Ethicon echelon flex powered stapler 60 mm with white 60 reload would only barely advance. Manufacturer response for echelon flex powered stapler and white load, echelon (per site reporter). No response at time of submission.